Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for elective replacement indicator (eri) after 20.6 months. The physician expressed dissatisfaction with regard to device longevity. Another guidant ICD was subsequently implanted.